Manufacturer narrative:
The biomed replaced the cpu and ohm out the speakers to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit had an error code 1102. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated that unit has a 1102 code even after he replaced the cpu. The caller stated he checked the speakers, and they were working. The rse found the caller did not ohm out the speakers. The rse advised caller to ohm out the speakers per the service guide and that is the proper way to check them. Further information is pending.